Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that after four days of product use, it was observed that the pilot connector appeared to open to the inside of the cannula, which may have been causing the device cuff to inflate in correlation with the ventilator breaths. It was reported that upon discovery of the issue, the tracheostomy tube was exchanged. According to the reporter, the patient experienced oxygen desaturation which resulted in increased respiratory support and increased fio2 level. The reporter stated that the patient also experienced an increase in discomfort and received prn and IV morphine as a result. It was also reported that the patient experienced tracheitis after four day of product use. No permanent adverse health effects to the patient were reported.

Manufacturer narrative:
The reported bivona tracheostomy tube was returned for investigation. No obvious defects were found during the visual inspection of this device. An inflation test was performed using a syringe, air was inserted into the inflation valve. The cuff did not inflate. A system leak test was also performed and the entire device was submerged under water and air was inserted through the inflation valve. An inside leak was observed. The shaft was cut approximately 5 mm below the neck flange. Using the dinolight to magnify the inside of the shaft, a small hole was discovered in the exterior lumen wall. The complaint was confirmed and the root cause was a manufacturing issue.(B)(4).